Manufacturer narrative:
Gbo complaint: (B)(4). No samples received. We have no further inventory of the material/batch. We have no further complaints on the material/batch. A check of quality records shows no deviation related to the reported event. The complaint cannot be determined.

Event description:
Customer states that on (B)(6) 2015, a visio needle disengaged from quickshield holder during blood collection. The phlebotomist was able to reattach the needle snd complete the venipuncture. No injuries/ exposure to the patient or employee occurred.